Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis event. The patient received unknown oral antibiotics as treatment for the peritonitis event. It was unknown if the patient was recovering or recovered from the peritonitis event. The patient was not retrained on aseptic technique as the pd catheter was removed on an unknown date and the patient was switched to in-center hemodialysis. No additional information is available.